Event description:
It was initially reported that the patient was referred for prophylactic vns replacement. The patient¿s generator was later replaced for prophylactic reasons and returned for analysis. An analysis was performed on the returned generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator was interrogated and found to be at an ifi ¿ no condition. The pulse generator was opened and a visual assessment on the pcba showed contaminates on the trimmed edge of the pcba (printed circuit board assembly). A review of device history records for the generator was performed and shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No additional or relevant information has been received to date.